Event description:
It has been reported that the battery is possibly not functioning as expected. Patient involvement is unconfirmed.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the power of the device is damaged. The battery is possibly not functioning as expected. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was found that the device reported power storage damage. The device was stopped being used immediately and replaced with another ventilator with a good battery for respiratory support. After the hospital staff removed the battery, the alarm indicating that the battery was faulty was removed which resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.